Manufacturer narrative:
The customer reported that the bsm (bedside monitor) back light is now powering on so the lcd is unreadable. The device was returned to nihon (B)(4), evaluated, and the reported issue was confirmed. The lcd was replaced which resolved the reported issue. The nibp pcb needs to be replaced due to failing the step deflation and air leak test. It was noted when the device was received there were dents and scratches along the touchscreen. Nihon (B)(4) has recommended to the customer that the touchscreen be replaced. Currently awaiting a purchased order and customer approval for the repairs. Nihon (B)(4) will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that the bsm (bedside monitor) back light is now powering on so the lcd is unreadable.

Manufacturer narrative:
The device was repaired and returned to the customer on 1/12/2016.